Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; proximal segment was returned for analysis. There are two sets of setscrew marks on the is-1 pin. One set is too proximal, indicating that the lead was not fully inserted into the device header.

Event description:
It was reported that rv pacing impedance was greater than 3000 ohms and rv capture threshold was greater than 5v. The lead was replaced. No patient complications have been reported as a result of this event.